Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, after positioning the right ventricular lead, while attempting to get measurements via pacemaker system analyzer ¿ psa, the lead exhibited flat line. The lead was not used and a new lead was implanted successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.